Event description:
It was reported that the his bundle lead was dislodged. Egm revealed that the lead failed to capture and was detecting atrial signals. The lead was explanted and replaced. The patient was in stable condition post-procedure.